Manufacturer narrative:
Three attempts were performed to obtain additional information including the reprocessing steps, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and cylinder could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found that the flexibility adjustment ring had a scratch, grip had a scratch, switch box had a scratch, air/water cylinder had no color, suction cylinder had no color, plug unit was deformed, circuit board unit in the suction connector had corrosion due to water leakage, scope connector cover unit had corrosion due to water leakage, cable unit was dirty due to water leakage, the play of the upward/downward knob was out of the standard value due to wear of angle wire, connecting tube had a scratch, the image was not displayed due to the damage on the charged coupled device, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope displayed lack of vision. The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water tube and cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.